Event description:
It was reported that the left ventricular lead dislodged. The physician felt the patient anatomy was too large for that lead. The left ventricular lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned for analysis. Further testing revealed all conductors had blood/body fluid (not obstructed).